Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient has experienced severe pain and that on (B)(6) 2010, patient underwent an open reduction, at which time an internal fixation was performed. Additionally, it is alleged that patient will likely need to undergo revision surgery.

Manufacturer narrative:
The device associated with this report was not returned and presumed still implanted. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/15/15-pfs and medical records received. After review of the medical records for MDR reportability, the patient still hasn't been revised. The patient did sustain a supracondylar femur fracture in (B)(6) 2010, but the stem isn't being reported for this fracture. The unknown depuy hip is being changed to a femoral head and an acetabular liner is being added to the complaint. The complaint was updated on:6/5/2015.